Manufacturer narrative:
Other relevant device(s) are: product ID: 97334647, software 9733467 fusion ent app, UDI: asku; the devices was serviced at the facility was found to be functioning as intended. The system passed checkout and was returned to service. The software logs were reviewed and founds the command for network transferred was not entered on the navigation system. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulty tracing the patient. Multiple attempts were made to trace, but it would not pass. Medtronic representative confirmed that the 3d model the site was using was a skeleton model. Representative asked site to threshold the 3d model but site stated that the only thing that would happen was matter would come out of the skeleton and no skin would form while thresholding. Representative attempted to walk the site through setting changes, but the site was unable to save the suggested override settings. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.